Manufacturer narrative:
Ge healthcare¿s investigation is ongoing. A follow-up report will be submitted when the investigation has been completed. Legal manufacturer: ge medical systems, llc - 3000 n grandview blvd. USA waukesha, wi 53188.

Event description:
On (B)(6) 2026, the user facility (B)(6) hospital (B)(6) reported that a fire occurred at the device¿s charge plug while the amx navigate mobile x-ray system was connected to an ac power outlet. According to the facility, hospital fire department personnel who were already present in the building also observed flames originating from the ac plug. A fire department member donned fire-resistant gloves and disconnected the ac plug from the wall outlet. No injuries or deaths were reported by the facility. The device was removed from clinical use following the event.

Manufacturer narrative:
Ge healthcare (gehc) has completed its investigation into the reported thermal event involving the power cord. Evaluation of the returned power cord and plug identified a taped joint at the strain relief location, indicating evidence of a prior repair. This modification resulted in exposure of internal wire leads. The compromised insulation and exposed conductors are considered to have contributed to the thermal event. The investigation determined that the root cause was the improper repair of the power cord and insufficient service instructions regarding replacement of the power plug. Based on these findings, it was concluded that the event resulted from the combination of insufficient service instructions on how to replace the power plug and the evidence of a prior improper repair. As a correction, the power cord reel assembly was replaced, restoring the system to proper operating conditions. Also, the gehc field engineers involved in prior servicing events at this site were reminded to never use tape when repairing a cord reel. These actions address both restoration of the device and reinforcement of servicing expectations to reduce the likelihood of recurrence.